Event description:
A patient was transitioned to hospice/comfort care status and was to be terminally extubated. A hydromorphone s0mg/50 ml drip was ordered for the patient to be titrated to comfort with a starting rate of 1mg/hr. A bbraun outlook 400es model IV pump was programmed correctly, the pump began to alarm to "check set." The rn attempted to troubleshoot why the pump was alarming but the pump kept displaying the alert to "check set." Despite the pump being programmed correctly, the medication flowed via gravity into the patient's IV until the IV bag was empty. The rn assessed the patient, the patient was still in respiratory distress. Rn did not believe the patient received all of the medication, believing most of the drug was still in the IV line as the bbraun pump tubing holds roughly 27 ml of dead space. Rn procured another bag of hydromorphone 50mg/50ml, checked the pump again and hung the bag. This bag also free flowed into the patient while pump alarmed "check set." After this second bag flowed in, rn suspected a pump malfunction and alerted her manager. The pump was removed from service and sent to clinical engineering for inspection. The rn inspected the floor and the patient's bed for any wetness indicating that the medication had leaked but found none. At this point the patient's vitals began to decline, however the patient survived for another 2.5 hours and eventually required a third bag of hydromorphone 50mg/50ml to be administered on a different pump. Patient expired peacefully later that day. (B)(6).